Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage observed on the keypad. The up and contrast buttons responded intermittently to presses. The keypad was removed and there was contamination found under the up and contrast button contacts. Unrelated to the original complaint, the display appeared dim and discolored. It was also noted that the battery compartment was cracked below the bumper pad. The battery cap was not returned and a test cap was used for this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.